Event description:
It was reported that the patient received inappropriate shocks due to low amplitude sensed r waves and t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d274drg, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2006. (B)(4).